Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the compressor kept turning on and off. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) confirmed that the customer's compressor-mini was cycling in and out of the stand-by mode and there was an exchange of the stand-by valve to correct the issue made at that time. The compressor-mini was then tested, for both function and safety, successfully for verification of the unit operating correctly before returning the compressor to service. The received device logs underpins the reported issue. Ventilator alarms for, "low air supply pressure" and "high oxygen concentration" were generated, indicating an insufficient air supply. The returned stand-by valve was installed in a reference compressor which was connected to a ventilator for testing. The reported stand-by/on behavior was confirmed. Typically, the compressor was on for about 30 seconds followed by a stand-by period of about 7 seconds when wall air was disconnected. During an attempt to perform simulated-use testing of ventilation, the reference ventilator alarmed for, "high oxygen concentration" caused by this stand-by/on behavior. Our conclusion in this matter is that the returned stand-by valve was defective, but the root cause for the faulty behavior has not been determined during this investigation.

Event description:
(B)(4).